Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided.

Event description:
After a few weeks the superior level screw backed out in the 4 level insignia plate.